Manufacturer narrative:
H6 updated codes as they were previously entered incorrectly on the initial report that was submitted. The device was returned and an evaluation is underway.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with an impella cp for mechanical circulatory support. The pump was measuring deep on transthoracic echocardiogram (tte), approximately 6.7 centimeters per the sonographer measurements. Multiple ¿placement signal low¿ alarms on the device were noted with aorta diastolic in the 20¿s/30¿s upon initial review. The decision was made to retract the pump to a goal measurement of 3.5 centimeters at bedside. Echocardiogram was cone at bedside for repositioning. P level was decreased from p-6 to p-2 and the device was pulled back one centimeter at a time for total three centimeters. The pump was still appearing deep on tte. Shortly thereafter, ectopy was noted on the telemetry monitor. Motor current reading were as high as 1400¿s and spikes in motor current were observed with left ventricle values also reading high. Previously reading was in the 100¿s but now was transiently in 200¿s. Potential risks for the pump failure were discussed. The decision was to leave the pump at p-4 and planned for the pump to be explanted. The automated impella controller displayed ¿placement signal low¿ alarms with transient ¿impella in ventricle¿ alarms with no additional repositioning performed. The p level was decreased to p-2. The decision ultimately was to explant the device. The patient was on inotropic/vasopressor support during/after explant.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: device in wrong position: due to a lack of sufficient clinical details provided, it cannot be established how the device became in the wrong position. Placement signal issue: since the pump was noted to be repositioned during this time but remained malpositioned, and there were no issues noted with the returned product, it cannot be established if there was biomaterial ingestion or the pump was interacting with something else, potentially a heart structure. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details.